Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chronic atrial fibrillation (af). The right atrial (ra) lead exhibited undersensing. The lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.